Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified common femoral artery using the pre-close technique via a 7fr sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, with the first prostyle when the plunger was removed there was no suture present. A second prostyle was attempted but the same occurred. A surgical access was performed to continue the aaa procedure. The sheath was upsized to a 16fr sheath and the intervention was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.